Event description:
It was further reported that the patient has pain and suffering due to the patient suffering injuries due to the defective defibrillator and right ventricular (rv) lead. From the fall the patient was deeply bruised on their back and buttocks. It was noted that the patient went to their physician where the physician told the patient that they might have received the shocks because their heart was going into v-fib (ventricular fibrillation). The patient was shaken up, scared and battered due to the shocks. At the emergency room a company representative interrogated the device and stated that there was a fault in a sensing lead. The shocking part of the device was turned off. The patient later had nausea and vomited due to the pain medication injected in connection with treatment, which in turn was caused by the stress and trauma of the malfunction device and associated lead. The patient is experiencing ongoing emotional trauma and fear even after the replacement of the device and lead. No further patient complications have been reported as a result of this event.

Event description:
It was reported that after a fall, the patient received multiple inappropriate shocks due to oversensing on the right ventricular (rv) lead and device. The rv lead also exhibited high short interval counts (sic), noise, high impedance on the low-voltage portion of the lead and a possible fracture. An alert was also triggered. A concern of the safety integrity of the device due to the patient's fall was also noted. The rv lead was capped, the device was removed and a new system was implanted on the opposite side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the right ventricular lead integrity alert was triggered, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.